Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a patient experienced some visual disturbances months out with the lens in the right eye. The symptoms were described as radial glare around bright lights, starbursts, especially at night, described as rays of light emanating from the light source. It was confirmed that there was no loss of 2 or more lines of bcva after implantation, that the patient avoids driving at night due to symptoms, though was avoiding this prior to surgery as well. The doctor indicated that a yttrium-aluminum garnet (yag) procedure was performed on (B)(6) 2020, to treat the mild posterior capsule opacification (pco) and the patient¿s symptoms. The doctor is treating the mild ocular surface disease in patient and prescribed amber tinted lenses for very small residual refractive error (0.50+0.25x62). No further information was provided.